Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to multiple burnt components on the monitor board. The monitor board was replaced to resolve the report. The monitor board was scrapped due to the damages found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.